Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The user did not provide bg and sg examples, and initial education regarding expected lag between interstitial and capillary glucose was reviewed. The case was escalated, a review of the in-vivo data revealed that the user was experiencing transient optical instability around the reported time. Customer care guided the user through a supervised sensor re-link. Following the re-link and continued daily calibrations, monitoring showed the system was stabilizing and bg values were aligning more closely with sg trends, with the possibility of minor differences during the stabilization period. The user accepted the guidance, agreed to continue using the system and calibrating as instructed, and was advised to contact customer care if issues persisted. The territory manager was informed, system data was confirmed as up to date, and the complaint was closed after successful stabilization and follow-up. B4.date of this report 03 feb 2026. G3.date received by the manufacturer? 03 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.